Manufacturer narrative:
Patient ID received.

Manufacturer narrative:
Patient identifier not available from the site at time of filing. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that while in a sacroiliac and thoracolumbar procedure, the surgeon mentioned that the post op spin showed the screw misplaced "slightly medial". There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software evaluation found that a probable cause was unable to be determined.